Manufacturer narrative:
The device has not returned to olympus medical systems corporation (omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During reprocess with the device, the user did not brush the balloon channel of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. This is assumed to have occurred due to the handling of the device deviating from the contents of the instruction manual by the user.